Manufacturer narrative:
Batch review performed on 06 august 2020: lot 150912: (B)(4) items manufactured and released on 12-may-2015. Expiration date: 2020-04-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event since 2016. Additional device involved: batch review performed on 06 august 2020: gmk-sphere 02.12.0411fl tibial insert fixed sphere flex size 4/11 mm (k140826) lot 160055: (B)(4) items manufactured and released on 02-may-2016. Expiration date: 2021-04-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Preliminary investigation performed by medacta r&d knee manager: revision surgery after 3 years from primary implantation due to anterior knee pain and instability. During revision surgery, tibia loosening was discovered. From visual inspection of the tibial baseplate, no residual cement can be noted on the distal surface of the component. This is something usual to be noted on explanted components, even if the cause for revision is not loosening or mobilization. So, absence of cement, is not an evidence of a poor interdigitation between cement and implant. It is also not possible to establish if tibial loosening was the cause or the effect of instability and pain. No further considerations can be done basing on the visual inspection and the available information.

Event description:
(B)(6) years male 3 years after primary tkr (exact primary date unknown) came for revision of patella and liner exchange due to anterior knee pain and mid flaxtion instability. While trying to remove the liner, the surgeon noticed that the tibia was loose. Revision performed of tibial tray and liner (the new one is 13mm). Cemented stem has been implanted and patella bone has been resurfaced. The surgery was completed successfully.